Manufacturer narrative:
Corrected data - h6: health effect - clinical code.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the ipg site (related manufacturer reference number: 1627487-2024-09660) that spread to the lead site. As such, the lead was explanted to address the issue. The infection was treated with oral medication. Reportedly, the infection has resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.